Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed on the day the generator was implanted. It is unknown when the lead was first implanted. A few days later the normal mode output current was programmed off and a series of diagnostic tests were performed. High impedance was observed on the first tests however the last test showed that the high impedance resolved. It appears that surgery occurred on this date to resolve the high impedance however it is unclear if the lead was replaced or if the existing lead was re-inserted into the generator. No additional relevant information has been received to date.

Event description:
It was reported that the cause of the high impedance was a connection issue between the lead and generator. This required additional surgery where the lead pin was re-inserted into the generator.